Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: when mentioned "frayed off' from the needle" was this fraying or pull off (detached from the needle)? Suture broke while being introduced into the trocar (@3¿ from the needle junction). Was the needle removed from the patient during the same procedure? Yes-was found on the robot arm (sleeve). Lot number? I provided lot # on the phone call. Do not have anymore.

Event description:
It was reported that a patient underwent a hysterectomy procedure on (B)(6) 2020 and suture was used. During the procedure, the suture got detached from the needle. There were no adverse patient consequences reported. Additional information was requested.